Manufacturer narrative:
No device was returned for evaluation and no radiographs were provided to confirm the reported event. It was reported that a non-nuvasive device, indicated for use with the pulse system, was suspected of being inaccurately navigated; however, this device was also used to cannulate for three (3) additional pedicle screws in the case with no inaccuracies. All other navigated nuvasive devices used during the case were confirmed to be accurate. Based on the information obtained, the root cause of the reported event is unknown. A follow-up report will be provided if any additional, relevant, information is obtained. Labelling review: "potential adverse events and complications... Note: additional surgery may be necessary to correct some of these potential adverse events. Potential pulse system failures include the following, which can cause serious or critical patient injury including many of the adverse events noted above navigational failures/inaccuracies." "Intra-operative warnings: assess navigational accuracy repeatedly throughout a procedure when using a surgical navigation system. A) reconfirm accuracy by positioning the navigated instrument tip on an identifiable anatomical landmark and comparing the actual tip location to that displayed by the system. B) if the stereotaxic navigation system does not appear to be accurate despite troubleshooting (e.g., resetting the system), do not rely on the navigation system.''

Event description:
A case was performed on (B)(6) 2022 operating on l1 to l2 using the pulse system navigation. While navigating with a non-nuvasive device indicated for use with the pulse system, the right l1 cannulation was not accurate resulting in a pedicle screw that was not placed in the intended location. The right l1 screw was removed and replaced in the correct location. No patient injury was reported as a result of the event.